Manufacturer narrative:
The insulin pump was received with missing segments horizontal line on lower side of lcd glass due to cracked zebra connector on lcd board. No scramble digits were noted. The pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. The pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call of missing segments on the insulin pump. The customer's blood glucose level was unknown. The customer stated that the bottom of the screen is all jagged. The customer stated that the digits are scrambled. The customer stated that the plastic on the screen has a defect in it. The customer stated that when he gets to the last line in the bolus history, he cannot see it. The customer stated that the graphics behind the screen is not clear. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.